Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported that the customer was in the hospital for dialysis. The customer had issues removing the insulin pump's battery cap. Customer's blood glucose level was 431 mg/dl. The nurse gave him a 7 unit shot to treat his blood glucose level. The device was not returned.